Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The deployment knob, hemostasis valve cap, core wire, sheath and implant were microscopically examined. The hemostasis valve cap was received unsnapped from the hemostasis valve and loose on the core wire. The hemostasis valve cap was snapped back on with no difficulties and tightened down. The device was flushed with a syringe filled with water and there were no issues or leaks. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the cap of the hemostasis valve came off. A left atrial appendage (laa) closure procedure was about to be performed. During preparation of a 30mm watchman ® laa closure device & delivery system, it was noted that the hub cap for the hemostasis valve came off. They were attempting to break the seal on the device, so they loosened the hub cap and it came apart from the delivery system. This occurred prior to flushing the device. There was no patient contact as this occurred during preparation.